Manufacturer narrative:
One week later, the patient was seen and according to a physician fellow¿s dictated report, the wound dehiscence grew (B)(6) the week after implantation. The wound looked much improved. No drainage or erythema. The patient denies any fever or chills. The stables were removed. There was still a very small opening in the skin with minor drainage. Blood was again drawn for cultures. Bactrim was stopped and clindamycin and probiotics were prescribed. Another in-clinic wound check was scheduled for the following week. The patient was seen urgently because blood cultures still grew (B)(6) . One week later, the wound looked much improved. The steri-strips were removed and no drainage was observed. The patient was seen in early (B)(6) 2017 for a regular follow-up visit. The patient, who was off antibiotics, felt well and denied worsening shortening of breath, chest pain, orthopnea, paroxysmal nocturnal dyspnea, leg swelling and palpitations. The patient was seen in early-(B)(6) 2017 for non-device related issues. Boston scientific received information that a boston scientific representative was not notified of the infection/pocket revision. The local representative investigated further and found that two sets of blood cultures were done on (B)(6) 2017 and both were negative. A wound culture was done on (B)(6) 2017 and another on (B)(6) 2017. Both wound cultures were positive. The wound culture from (B)(6) 2017 was positive for (B)(6).

Event description:
Boston scientific received information that boston scientific's legal department received medical records from this patient. The patient was seen one-week following device replacement. The pocket site at that time did not show any signs of infection or hematoma. The patient was told to follow-up with the device clinic in five weeks. The patient medical history is significant for multiple co-morbidities including hypertension, congestive heart failure, diabetes mellitus and hyperlipidemia. The patient was seen in early(B)(6). The device was interrogated and the device was operating and functioning normally. All lead diagnostic measurements were normal with no recorded episodes. The pocket site was unremarkable. The patient had been started on amoxicillin the previous week for dental abscess. The patient was presented back to the clinic in (B)(6) 2017. The patient had a small wound dehiscence of about 5 mm with yellow discoloration. The site was cleaned with hydrogen peroxide. Four staples were applied to dermabond and the site was covered. Blood was drawn for cultures and the patient¿s antibiotic dose was increase. Patient was scheduled for another wound check in one week. The patient was seen again in (B)(6) 2017 ((B)(6) 2017). Blood cultures on (B)(6)2017 were positive for (B)(6) that was sensitive to bactrim. The patient¿s medication was changed from augmentin to bactrim. The patient was presented back to the clinic again in early(B)(6) 2017 ((B)(6) 2017). The wound site had improved. No drainage or erythema. The patient did not report any fever or chills.